Event description:
It was reported that the patients deep brain stimulation (dbs) implantable pulse generator (ipg) migrated within the pocket and experienced discomfort. It was noted that a suture opened at the ipg site causing the device to migrate per the physicians assessment. The patient underwent a procedure where the existing ipg was repositioned in a more secure area before completing the procedure. The patient did well post-operatively.

Manufacturer narrative:
Block b3: date of event unknown. Approximated two months prior the manufacturer becoming aware of the event.